Manufacturer narrative:
No product was returned, and no photos were provided. We are unable to confirm the reported complaint. The root cause was unable to be established. A device history record (DHR) review was performed, and no issues were noted during manufacture. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that when spiking epidural bag, medication was free flowing into tubing before it was connected to pump to prime. Blue safety lock was in place and tubing was clamped prior to spiking. There was no patient involvement.